Event description:
An author reported via literature article that a patient underwent voretigene neparvovec therapy in the left eye, the patient experienced partial thickness of the macular hole, and at the third week of the postoperative treatment revealed retinal detachment at the posterior pole due to a full thickness of the macular hole. Following the procedure, the patient complained about the loss of vision with a low best corrected visual acuity value. The patient underwent the surgical treatment of pars plana vitrectomies to treat the macular detachment. Again, four days after a second surgery, the gas was completely reabsorbed, the macular hole was closed, and the macular detachment was resolved.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Literature report citation: fabrizio g, cristina n, dario g, andrea s, dario pm, laura p, et.al, myopic macular hole and detachment after gene therapy in atypical rpe65 retinal dystrophy: a case report. Journal of genesis. 4-jul-2025, 15, 879. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction information provided in section b.2 and h.11. Upon further assessment, this event does not meet the criteria for a reportable event. The macular hole and retinal detachment observed in the patient are attributed to the underlying condition and the gene therapy intervention, rather than the surgical equipment. Based on the available information, there is no evidence to suggest that the manufacturer¿s product caused or contributed to the event. Therefore, the event is considered unrelated to the suspect product and does not meet reporting criteria. No further reports will be submitted under mfg report num. 2028159-2025-00724. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information received provided in sections h.6., and h.11. Specific product identifiers (serial number) were not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this serial number cannot be performed as the serial number is unknown. Therefore, a service history review cannot be performed. Based on the information obtained, the root cause of the reported event is inconclusive. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).